Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -10.00 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2020. The lens tore before/during loading. Reportedly, "the lens got caught in the cartridge." Reporter states damage was noted "after implant that the doctor clearly recognized the lens damage." The lens was implanted/removed and replaced intra-operatively for same model/size and power lens. This resolved the problem. Corrected data: h6-investigation code 4110 should be included in initial MDR.

Manufacturer narrative:
Corrected data: h10- in previous MDR should include claim# (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found haptic torn and bent with residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No apparent harm occurred in relation to the adverse event. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -10.00 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2020. The lens tore before/during loading. Reportedly, "the lens got caught in the cartridge." The exchange lens was implanted intraoperatively implanted and this resolved the problem. Cause of the event is reported as device, "the lens is thinner than before."